Manufacturer narrative:
Trackwise #(B)(4).

Event description:
N/a

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) c ring was not working correctly or broke. They were putting pressure on the c ring during case and broke plastic. It did not separate from the device. A separate hemopro was opened to complete the case. The hospital did not report any patient effects.